Manufacturer narrative:
(B)(4). Date sent: 03/16/2016. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information was requested and the following was obtained: was the device on max or min when sealing? Min. What is the user experience with harmonic? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon experienced a cystic duct leak one day post op. The surgeon sealed the cystic duct with the harmonic. Ensured the gallbladder was under minimum tension and was completely across the duct without over stuffing the jaws. The surgeon did not hear the second tone from the gen11 before the harmonic came through the tissue. The surgeon did not see a leak during the case. The patient was brought back to the o.r. A couple days later. The patient's cystic duct was leaking so he placed two clips. The patient is doing well and is discharged.